Manufacturer narrative:
The biomedical engineer (bme) reported that the telemetry transmitters on this multiple patient receiver (org) are intermittently dropping into communication loss for 10 seconds or so and then showing registered bed not ready message for a moment then go back to normal monitoring for around 2 minutes before going into comm loss again. Issue is isolated to this org. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Central nurse's station model: ni sn: ni. Zm telemetry transmitter model: ni sn: ni.

Event description:
The biomedical engineer (bme) reported that the telemetry transmitters on this multiple patient receiver (org) are intermittently dropping into communication loss for 10 seconds or so and then showing registered bed not ready message for a moment then go back to normal monitoring for around 2 minutes before going into comm loss again. Issue is isolated to this org. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the telemetry transmitters on this multiple patient receiver (org) are intermittently dropping into communication loss for 10 seconds or so and then showing registered bed not ready message for a moment then go back to normal monitoring for around 2 minutes before going into comm loss again. Issue is isolated to this org. No patient harm was reported. Investigation conclusion: multiple attempts were made to collect additional information regarding the complaint. However, there has been no response from the customer. There is not enough information to perform an investigation. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1. 08/27/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the additional device information. Central nurse's station. Model: ni. Sn: ni. Zm telemetry transmitter. Model: ni. Sn: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the telemetry transmitters on this multiple patient receiver (org) are intermittently dropping into communication loss for 10 seconds or so and then showing registered bed not ready message for a moment then go back to normal monitoring for around 2 minutes before going into comm loss again. Issue is isolated to this org. No patient harm was reported.